Event description:
It was noted that the competitor implantable pulse generator (ipg) was explanted and replaced due to persistent pacemaker pocket discomfort. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).